Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with the balloon deflated due to water leakage on the day of use.

Event description:
It was reported that the catheter fell out of the patient with the balloon deflated due to water leakage on the day of use.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The product was used for diagnostic and treatment purposes. The device did not met specifications per the standard which states, "cuts in lumens are not allowed. Notch not to penetrate drainage lumen and must be properly formed, inflation lumen no nicks allowed." Visual inspection noted one temperature sensing catheter without original packaging attached to sample port with tamper evident seal intact and cut inlet tube received. Visual evaluation of the sample noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from pinhole (0.012") in inflation lumen at the trifurcation which did not meet specifications per the standard which states, "cuts in lumens are not allowed. Notch not to penetrate drainage lumen and must be properly formed, inflation lumen no nicks allowed." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be " operator spins the inflation pin when loading and unloading the piece." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter."